Manufacturer narrative:
(B)(4).

Event description:
At a replacement procedure, it was reported the pt's new device showed high impedances on one of the electrodes. The physician wiped and reinserted the lead in to the implantable neurostimulator, but there was continued high impedances. The procedure was completed, and programming was done to avoid the out of range electrode. The high impedances did not resolve after implant, but the programming was successful, and the pt was receiving good stimulation from their device. The pt recovered without sequela. No further f/u will be conducted at this time.